Event description:
Failed right total hip arthroplasty, severe metal reaction. Patient has gone on to develop symptoms in and around his hip with a feeling of fullness, pain, some mechanical symptoms. X-rays demonstrated some osteolysis and an MRI confirmed changes consistent with severe metal reaction. He has also had rising metal ion levels and some systemic symptoms.